Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via phone call. Upon investigation, the implantable cardioverter-defibrillator was found in backup vvi mode. The device was recovered. The patient was stable.